Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was later confirmed the event occurred during reprocessing. No further information is available.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the forceps elevator had foreign material, the adhesive around objective lens had wear, the adhesive on bending section was detached, scope-cylinder and the forceps channel port were shaved, low angulation, right /left knob cannot be locked securely due to deformation of lock engagement knob and the adhesive around light guide lens had discoloration. There were also scratches on the scope connector, scope connector cover unit, switch button 1 and 4, universal cord, connecting tube, scope-cover, and the grip. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the forceps elevator movement was not smooth on the duodenovideoscope. Upon inspection and testing of the returned device, foreign material in the forceps elevator was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the forceps elevator found during evaluation.